Event description:
Attorney's report of patient's alleged abdominal pain, two perforations of the small bowel, and explant of the mesh. Additionally, the surgeon who explanted the mesh noted that the mesh had not retained its oval shape, appearing to be crumpled on both sides and had creases running along the center of the mesh.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.